Event description:
It was reported that the patient presented to the emergency room (ER) with shortness of breath. Upon review of the interrogation report, it was noted the right atrial lead was oversensing p waves. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 implantable pulse generator (ipg), (B)(6) 2009. (B)(4).